Event description:
It is reported that the surgeon had problems fitting the sized 9 extended offset femoral stem. The surgery was completed with a size 7.5 extended offset femoral instead.

Manufacturer narrative:
This report will be amended when our investigation is complete.